Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire is undoing. The guide wire bends easily, even without resistance in introduction.

Event description:
The customer reports the guide wire is undoing. The guide wire bends easily, even without resistance in introduction.

Manufacturer narrative:
(B)(4). The customer returned a lidstock and a spring-wire guide (swg) for investigation. Visual examination of the swg body revealed multiple kinks and bends. The core wire was separated, and the coil wire was unraveled near the distal end. The j-bend tip was deformed, and the distal weld was full, intact, and spherical. Visual examination of the separation point revealed the ends of the separated core were flat and slightly curved. This is characteristic of the swg coming in contact with the needle bevel. The proximal weld of the swg is intact, full, and spherical. A prominent bend in the swg was located approximately 30 mm from the proximal end. The distal end of the separated core wire measured 17 mm and the proximal end of the separated core wire measured 585 mm (totaling: 602 mm). The total length is within specification; therefore , none of the swg appears to be missing. The outer diameter of the swg was also within specification. A manual tug test confirmed the proximal and distal welds were both intact. A device history record review was performed and no relevant findings were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked, separated and unraveled was confirmed through examination of the returned sample. The core wire was separated near the distal end. Visual examination of the separation point revealed the ends of the separated core were flat and slightly curved. This is characteristic of the swg coming in contact with the needle bevel. The swg body also contained multiple kinks and offset coils. The swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.